Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 18, 2017, that a wallflex¿ esophageal fully covered stent was implanted to treat a less than 3cm esophageal lesion during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy is not tortuous. According to the complainant, during the procedure, the physician used a competitor guidewire to cannulate the stricture. Prior to stent deployment, they tried to pull the guidewire out from the delivery system but the guidewire got stuck. The physician decided to leave the guidewire in position while deploying the stent and the procedure was completed. During procedure closure, they took the stent delivery system out from the patient and tried to remove the guidewire. Upon removal, the tip of the delivery system broke and remained attached on the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.